Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited noise, oversensing and varying pace impedance measurements between 200 and 800 ohms on both the right ventricular (rv) lead and right atrial (ra) lead and as a result the patient received inappropriate anti-tachycardia pacing (atp) therapy. No adverse patient effects were reported. The patient's ra lead is a competitor's product. Boston scientific technical services (ts) reviewed and analyzed a data disk that was submitted which confirmed the noise and oversensing along with varying impedance measurements. There was a duration of asystole noted due to the oversensing. Ts discussed possible contributing factors and recommended further troubleshooting. This product remains in-service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was provided that this patient underwent a revision procedure and the patient's ICD was explanted and replaced. All the electrical measurements through the pacing system analyzer (psa) were within normal limits. Two successful 21 joule shocks were performed for defibrillation threshold (dft) testing. The patient will be followed on the remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.